Manufacturer narrative:
(B)(4).sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07647. It was reported the patient had a trial procedure. Following the procedure in the recovery room, the patient experienced numbness, tingling and leg weakness. Neurological exam was performed and showed no anomalies, however, the physician decided to remove the trial leads the same day. The patient's symptoms resolved before the patient was discharged from the hospital.